Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm thoracic aortic aneurysm. Medical history is unknown. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 30mm and the distal neck diameter was 34mm. The proximal neck length was 50mm and the aneurysm length was 200mm. At the end of the procedure it was confirmed that blood flow was delayed and the physician elected to touch up and complete the procedure. The physician stated that the landing zone was calcified and that might be the cause of the type ib endoleak. The patient is stable and will continue to be monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Calcified distal seal zone. Conclusion: calcified distal seal zone.